Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. A review of the device logs revealed no abnormalities that could have caused or contributed to the reported event. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. A visual inspection was performed with no abnormalities noted. The homechoice rite functional test 3505000320 failed the volumetric accuracy test during the fill cycles only, resulting in the reported issue. The homechoice rite electrical safety analyzer test passed specifications. A manual volumetric accuracy test per was completed and passed specifications. A manual temperature test was completed per and passed specifications. A check of the pneumatic system found all pressures stable and correct. A short simulated therapy was successfully completed without any delays or alarms. A check of the door assembly found no issues. The direct cause for the rite functional test failure for volumetric accuracy was undetermined. There was no non-conforming product identified related to the reported problem. The device will be sent for servicing per normal process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and is currently in the process of being evaluated. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed rite (returned instrument test/evaluation) testing for fluid volume accuracy. Device failed during evaluation, no patient involved.